Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging revealed the right ventricular (rv lead was dislodged. Revision surgery was anticipated and the patient was stable. There were no adverse consequences.